Event description:
It was reported that during a laparoscopic prostatectomy procedure, the hand activation didn't work properly. The surgeon used the footswitch. Surgery was prolonged fifteen minutes. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Date sent: 5/26/2010. Eval summary: the analysis results found that the device was returned with the tissue pad missing. The instrument was tested on a generator and found that the hand activation buttons were functional. As the tissue pad was not returned, further eval could not be performed. Each device is usually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process. The tissue pad condition is not related the reported event.